Event description:
Customer reported a past high blood glucose event, with the highest level displayed as "high." Cause was not known. Customer administered a correction bolus via the pump to address the high bg. It was recommended that the caller consult with a healthcare professional to discuss potential factors affecting blood glucose levels.